Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins would not be returned as the physician did not see the need to return it and discarded it. The patient¿s weight at the time of the event was unknown and would not be disclosed due to patient confidentiality. It was indicated that the physician confirmed this information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw the eos (end of service) message on their patient programmer and today the rep saw the eos message on their clinician programmer. They stated that when they interrogated and saw the message the ins had been completely discharged and it was reported that the patient hadn¿t charged it in a really long time. It was indicated that there was an allegation/dissatisfaction with the ins longevity as the patient have only been implanted in 2016 and so the rep was surprised to see the eos message. It was reported that in the notes on the patient it as recorded that the patient had a previous ¿por on (B)(6) 2017¿ that had been previously reported (see (B)(4)). Technical service reviewed that from the patient¿s overdischarge history there were likely three overdischarges counted that led to the eos (end of service) ins and that the ins would need to be replaced. The rep then stated that today¿s appointment was a surgical appointment as the ins was going to be replaced. Technical services reviewed the option to return the ins for analysis and that the mdt file was the only way to confirm the number of the overdischarges. No symptoms were reported. It was asked but was unknown when the patient first saw the eos on their programmer. No further complications were reported/anticipated.